Event description:
Foley placed for procedure. While attempting to inflate balloon, connection came loose. This is not the first time this has happened with this brand of foley catheter. Unsure of how much fluid was administered into balloon.